Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis:cervical compression procedure: acdf (anterior cervical discectomy and fusion) it was reported that post-op, the plates and screws backed out in the patient. It is unknown whether there were any patient complications as a result of event or not. No other info was available.